Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty select cycler /liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew pasteurella which is a bacterium that is part of the normal oropharyngeal flora of numerous domestic animals. Therefore, the patient¿s peritonitis can be reasonably attributed to a beach in aseptic technique related to the patient¿s pet in their home, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient on peritoneal dialysis (pd) had peritonitis. During follow-up, the patient¿s pd nurse reported that the patient was admitted to the hospital for peritonitis. During the hospitalization, the patient¿s pd culture yielded growth of pasteurella. Reportedly, the patient continued pd therapy and received cefepime 1 gram daily while hospitalized. The patient was discharged home after four days and continued pd therapy. The patient is recovering and has not had any further issues, according to the nurse. The pd nurse reported the peritonitis event was not related in any way to use of fresenius device/product. Additionally, it was stated the patient did not have fluid leaks or issues with any fresenius products prior to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique related to the patient¿s pet in the home.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.